Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. A new ra lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. A new ra lead was successfully implanted. Information from the field indicated this ra lead was explanted due to dislodgement. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. A new ra lead was successfully implanted. Information from the field indicated this ra lead was explanted due to dislodgement. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.